Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient came to hospital after receiving shock. Review of session records revealed inappropriate shock due to oversensing. Oversensing was not reproducible in clinic. Noise related to lead issue was suspected. Lead revision was planned. Patient's condition was good before and after the event.